Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that an "e226" scope communication error occurred and an image was not present; the cause was assigned to a failure of the 3coms cover unit. The reported problem of image noise was not reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s200-xz-ea, hd 3cmos autoclavable camera head to olympus for repair due to a report of image noise. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, an error "e226" occurred and the image did not appear. This report is submitted due to the occurrence of the "e226" error with no image present, during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the 3coms cover unit could not be identified. Olympus will continue to monitor field performance for this device.